Event description:
Post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. A taxus express2 3.0x28mm drug eluting stent was placed in the left anterior descending (lad) artery in 2003. The patient presented february 2006 with a thrombosis of the taxus stent, resulting in an acute myocardial infarction. The patient was brought to the cath lab for angioplasty and placement of the cypher stent. The patient went into ventricular fibrillation and ventricular tachycardia and was shocked however, the patiet died during the procedure.